Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated some of his blood glucose readings were not being stored in the memory of the contour next. He should have 6 months of readings and found only one day. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to him.